Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's lead was superficial at the midline incision and it was bothering the patient. The patient underwent a lead revision procedure. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's lead was superficial at the midline incision and it was bothering the patient. The patient underwent a lead revision procedure. The patient was reportedly doing well postoperatively.